Event description:
Report received indicated the pt experienced an itchy, red, dry spotty rash underneath the adhesive border toward the bottom and left side. Condition appeared coincident with beginning use of safe and simple no sting adhesive remover. The pt experienced the condition during a period of two weeks prior to complaint receipt. Pt outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented if from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the info was not provided or is unk.